Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient became infected and was revised to an antibiotic spacer. The patient then had a reverse re-implanted, which included a cemented stem with a restrictor. No further information at this time.